Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned and analyzed. Analysis showed nicks and tool marks visible on catheter shaft, a flattened electrode, and rough handling misuse. Catheter shaft bent at 2cm from the electrode tip end and tip would not deflect (damage at implant).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the catheter was broken. The catheter was replaced and the procedure was finished. No patient complications have been reported as a result of this event.